Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was explanted, and later replaced; this resolved the problem. Cause of the event was unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was explanted and on the same day was replaced with a longer length lens; however, it is unknown if in a separate or same surgery. Cause of the event is unknown. The problem was resolved. Claim# (B)(4).